Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 4.11e. P-cap / reservoir locks properly into place. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (12), problem isolated to electronic assemblies. Pump error 53 found in the pump history (linenumber = 876 and filenumber = 211) due to software error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (0c), problem isolated to electronic assemblies. Pump error 53 found in the pump history (linenumber = 876 and filenumber = 211) due to software error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that back of pump and battery compartment was cracked. Insulin pump also received multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.